Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: transeptal sheath; product ID: non-medtronic unknown, product type: catheter; product ID: non-medtronic unknown, product type: transeptal needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardiac ablation procedure using the sphere 9, the patient became unstable in the recovery area, and cardiac tamponade was detected. It was suspected that it occurred due to the transseptal puncture, partly based on location of the tamponade and the color of the blood (dark, desaturated). A pericardial puncture was performed as an intervention and the patients hospitalization was extended. The case was completed, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: two images were returned and analyzed. Image files were of activation maps. In conclusion, the reported "cardiac tamponade" issue is a clinical adverse event and cannot be assessed through the images returned from the field. The physical product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.